Event description:
Patient presented to the physician with severe migraines since the implant procedure. Physician prescribed pain medication and muscle relaxants. Patient was also referred to a pain specialist for a pain injection.